Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was revealed that the right ventricular lead exhibited an insulation break. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was stable.